Manufacturer narrative:
Eval: device not returned. No findings available. No problem detected.

Event description:
On (B)(6) 2018, an eye care provider (ecp) from (B)(6) emailed to report a patient (pt) diagnosed with bacterial keratitis in both eyes (ou) while wearing acuvue oasys for astigmatism brand contact lenses (cls). The ecp reported that the pt presented to an ophthalmologist with swollen eyes and was diagnosed with bacterial keratitis and was advised that the cls ¿could be a secondary cause of this condition¿. The ecp reported that the pt¿s eyes are currently getting better after the treatment (unspecified). The ecp reported that the pt refused any contact. On 27jul2018, additional information was received from the ecp: the ecp reported that the pt used 2 cls ou and experienced eye redness and visited a doctor (diagnosis unspecified). The pt used an additional 2 cls ou and experienced eye redness again. The pt visited the doctor and was diagnosed with bacterial keratitis ¿due to cls¿. After the diagnosis was given, the pt used an additional 2 cls ou and experienced the ¿same issue¿. The ecp reported that the event date was ¿sometime in (B)(6) 2018¿. The ecp reported that the pt is an ¿initial wearer¿ of acuvue brand cls and previously wore daily cls from other brands. On (B)(6) 2018, the pt¿s translated medical report was received with additional information: diagnosis: binocular interstitial and deep keratitis, on (B)(6) 2018; onset date: (B)(6) 2018 ¿based on pt¿s disclaim¿; treatment: ¿medication was prescribed to treat limbal oedema due to binocular microbial keratitis. This may have resulted due to secondary infectious cl complication¿; ¿purpose of medical report: to be submitted to optical clinic¿. No additional information has been received. The suspect cl is not available for return. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hl1n was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.